Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and mentioned leak at infusion set and reported over delivery anomaly. The customer mentioned that the insulin or line got suspended or blocked after restart the pump which was as intended and also observed a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 80 mg/dl and was treated by discontinueing use of insulin delivery system and glucose/carbohydrate intake. The event involved product(s) mmt-7040a, mmt-431ag, mmt-1884, mmt-342. Troubleshooting was not performed but noticed that discrepancy between sensor glucose value of 55 mg/dl and blood glucose value of 80 mg/dl. The difference between glucose values were within the acceptable range. No further patient complications were reported. The products mmt-7040a, mmt-431ag, mmt-1884, mmt-342 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.